Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient and close family approximately one month following a transcatheter aortic bioprosthetic valve replacement (tavr) procedure the patient began to note some cognitive decline. The patient is a former teacher and usually quite interactive with friends and feels this interaction has declined after the tavr procedure. In addition, the patient experienced an overall decline in mood and has noticed an inability to follow specific directions. As an example, the patient mentioned an activity where the patient was supposed to cut paper in a perpendicular fashion, but because the patient did not quite follow the instructions appropriately, which were simple, the patient only cut the paper in one direction, but not the other. For the patient, this was rather unusual. This was confirmed by the patient's husband. Overall, they are both not quite sure how to explain their feeling of a mild cognitive decline. Per the physician, this adverse event is not related to a medtronic device and is unlikely related to the tavr procedure. The patient will participate in cardiac rehabilitation.